Manufacturer narrative:
G4: (B)(6) 2019 b4: (B)(6) 2019 the manufacturer¿s service technician confirmed the reported pressure relief test issue. The manufacturer¿s service technician replaced the heated filter assembly to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Failed pressure relief test. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/21/2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Failed pressure relief test. There was no patient involvement.